Manufacturer narrative:
Additional information: device available for evaluation, date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, event problem and evaluation codes. One quantien ffr measurement system was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned quantien main unit revealed the tamper evident seal has been broken and multiple cracks were observed near the screw fasteners at the top rear of the main housing. Inspection of the interior components revealed the sd (secure digital) memory card holder has been bent upwards from the main carrier board. Inspection the psu (power supply unit) revealed the power cord insulation has been cut exposing the electrical conductors within. Green corrosion was also observed on the power cord at the location of the exposed conductors which is consistent with fluid exposure. No functional testing was performed due to the physical damage previously identified.

Event description:
During device preparation, a burning smell occurred and smoke came out of the device. The system was mounted on the wall in cath lab. The system was not being used and was not switched on that time, but it was plugged in to electricity system. There were no adverse consequences to the patient or user. The system was replaced and the issue was resolved.